Manufacturer narrative:
Implants 23 and 26 fractured. Construction was an implant retained dental bridge. Bone loss and implant instability caused by patient related periimplantitis is documented. Fractures caused by mechanical overloading after 16 years in situ.

Event description:
Implant fracture after 16 years in situ.

Event description:
Implant fracture after 16 years in situ.